Event description:
It was reported that all the buttons on the insulin pump are torn off, and there are chew marks, due to the dog getting the insulin pump. Customer's blood glucose level at the time 106mg/dl. Troubleshooting occured. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Unit had minor cracked lcd window, dog chew marks at reservoir tube lip and end cap area, missing end cap, missing motor, cracked battery tube threads. Unable to perform full drive system test due to missing motor.